Manufacturer narrative:
D4 - UDI number for this product code/lot number combination is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no obvious anomalies. No anomalies were noted on the urethane potted parts. A sweep gas was sent into the gas phase and a fluid flowed out of the gas phase. The fluid was collected, tested and found to contain protein, indicating the fluid was plasma. The actual device was fixed with glutaraldehyde solution. The housing was removed for further inspection of the oxygenator module. There was no visible formation of clots on the filter. The filter was removed. The fiber layer was removed from the winding in increments of 2mm and each layer was subjected to visual inspection. There was no formation of clots visible with the naked eye on the fiber. The fiber removed from the oxygenator module was inspected under magnification and found to have been hydrophilized partially and looked as if it was discolored. It was noted, the closer to the heat exchanger module the fiber layer came, the more the ratio of the hydrophlized fiber increased. There was no formation of clots. The heat exchanger module was inspected with the unaided eye and under magnification. No formation of clots were found to have formed on and inside. Electron microscopic inspection of the inside and outside surfaces of the filter revealed the adhesion of blood corpuscle components consisting of blood platelets and the formation of fibrin net. Electron microscopic inspection of the outside and inside surfaces of the fiber on each layer revealed the adhesion of blood corpuscle components. Flow-out of plasma was noted on the inside surface of the fiber on each layer. The involved pump record was reviewed. A review of the IFU's for the drugs used during the involved extracorporeal circulation confirmed there was not any factor contained in them which could be a trigger of the hydrophilization of the fiber. The pressure drop during the procedure was noted to stay at around 50 - 100mmhg. The pressures at the entrance and exit of the oxygenator module after the initiation of the extracorporeal circulation before the selective cerebral perfusion were noted to be higher than those after the selective cerebral perfusion. There was no correlation between the pressure at the entrance of the oxygenator and the temperature of the arterial blood. There was also no correlation between the pressure at the entrance of the oxygenator and hct. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. There were two devices used in this event, see MDR number 9681834-2017-00091 for first device reported. There is no evidence that this event was related to a device defect or malfunction. During the investigation, hydrophilization of the fiber and plasma leak were found to have occurred on the actual sample. While the exact cause of the reported event cannot be definitively determined, the following factors can promote plasma leak: (1) the pressure inside the oxygenator module raise by some factors, including an increase in the circulation flow rate, the size of the cannulaes, clot formation and others, may cause the pressure applied from the blood phase to the gas phase to increase. This may create the circumstances where a force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas pathway. (2) due to a change in the blood properties a surface active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to become upset, resulting in plasma leak. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a plasma leak in the capiox device during a procedure. Follow up communication with the user facility reported the following information: originally, the case was CABG, due to the occurrence of dissection, the case was switched to aortic arch replacement; soon after the procedure began hemolysis was noted; with increased plasma leak and degraded gas transfer performance the actual sample was changed out 7 hours after the initiation of the procedure; with the newly replaced oxygenator plasma leak did not improve; the amount of blood loss is unknown; and there was no harm to the patient.